Manufacturer narrative:
Concomitant product: 35ml monoject syringe; therapy date (B)(6) 2016. The customer¿s report of an overinfusion was confirmed. The pcu event log showed that at 11:29 am on (B)(6) 2016 the pca was programmed to infuse dilaudid (hydromorphone) 0.2mg/1ml with a 10 minute lockout. Each pca dose delivered 1ml. The pca dose only infusion ran with this parameter until 7:49 am on (B)(6) 2016. At this time the dose was changed to 0.1mg with a 15 minute lockout with each pca dose delivering 0.5ml. The shows that 15 pca dose requests were made for a total of 15ml before the pca dose was changed to 0.1mg. The root cause of the overinfusion was identified as a user error. Devices not received, log review only.

Event description:
The customer reported that programming for pca-only hydromorphone 6mg/30 ml was intended to deliver 0.1mg with a 15 minute lockout but instead delivered 0.2mg with a 10 minute lockout. The event was noted 2 days after the infusion was started. The facility determined the issue was due to a user error. There was no patient harm and no medical intervention was required.